Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2011, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system-halo device was implanted into the patient during vaginal hysterectomy, bilateral salpingo-oophorectomy, vaginal vault suspension, transobturator tape placement, and cystoscopy procedures performed on (B)(6) 2011, for the treatment of uterovaginal prolapse. On exam under anesthesia, the patient was noted to have a very small mobile uterus with descent past the midportion of the vagina. In addition, she had a proximal cystocele. On the bimanual exam, the ovaries were small. They were relatively small and normal looking at the time of the surgery. The uterus appeared to be benign. The bladder mucosa seemed normal on cystoscopy, and bilateral ureteral jets were visible. Furthermore, the patient tolerated the procedure well and was safely taken to the recovery room in good condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.